Event description:
The customer reported that the alarm tone is intermittent when pressure is released from the pad. Also, wires are coming out where the cord meets the pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - wire coming out of pad. Evaluation of the returned product shows that the wires have been pulled out but the pad is still functioning. The yellow wire is broken from the pad. (B) (4).